Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed as the patient reported pressing go prior to connecting himself, which is a use error that can cause the system error 2240 alarm. This review found the labeling adequate for the use error in the complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Additional investigation is being conducted through (B)(4).

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during the initial drain on the home choice (hc). The technical service representative (tsr) explained the message to the home patient (hp) and instructed the hp to cycle the hc. The tsr advised the hp to start over with new supplies. The hp connected after pushing the go button. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding the system error 2240 alarm. Per the pd rn, she was aware of the alarm and went over the correct setup procedures with the home patient (hp)/caregiver (cg) as the cg runs the homechoice (hc) for the hp. Per the pd rn, the hp was currently using the cycler for therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.